Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. Visual inspection found no visible damage to the lens and foreign material on lens surface (clear residue on debris on lens). (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. Patient code: (B)(4)- secondary surgical intervention, explant and exchanged for longer lens patient code: this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -8.50 diopter, in the patient's left eye (os), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.